Manufacturer narrative:
One swissplus tapered implant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed minimum wear about the threads, collar, and internal threads. Functional testing revealed that the implant was able to assemble and disengage with the mount. The functional deficiency is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus® and tapered swissplus® implants 9967 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. A root cause for the complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). D10: device availability. G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the fixture mount would not disengage from the implant (spb12). Tooth location 30.